Manufacturer narrative:
Updated fields- b4, d9 (return to manufacture date) g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine observed failure and isolated to defective lcd. Fse replaced lcd (d160-00-0113) and cable video receiver to lcd (d012-00-1747) and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part number 0160-00-0113 10.4" display serial number (B)(6) with a reported unit failure of two vertical lines on the left side of screen. The failure analysis and testing dept. Installed part number 0160-00-0113 10.4" display serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689. The fat dept. Verified the complaint of two vertical lines on the left side of screen. Retaining the display in the fat per procedure number 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Complaints associated with minor display artifact are related to small artifacts/pixels on the user interface display that do not obscure or impede clinical parameters or pump settings. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with minor display artifact, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had two vertical lines on left side of screen. There was no patient involvement.